Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom meter were reviewed and the dhrs showed the freestyle freedom meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section is the date reported as "a few days ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when testing on their adc meter compared to the hcp meter. The customer did not report glycemic symptoms however self-presented to the hospital. A blood glucose of 680 mg/dl was obtained on the hcp meter and the customer was provided insulin (dose unknown) for treatment and taken to the emergency room. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and known good test strips. Control solution testing has been performed and all results were within range specification. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when testing on their adc meter compared to the hcp meter. The customer did not report glycemic symptoms however self-presented to the hospital. A blood glucose of 680 mg/dl was obtained on the hcp meter and the customer was provided insulin (dose unknown) for treatment and taken to the emergency room. There was no report of death or permanent injury associated with this event.